Event description:
It was reported that the patient had a normal right heart catheterization and ramp on (B)(6) 2020 upon discharge. The patient was then seen in the clinic with profound weakness, poor appetite and general malaise as well as a loss of 20 pounds. The patient had a aortic root thrombus upon evaluation. The patient's outflow graft anastomosed to descending aorta. The patient had a planned admission on (B)(6) 2020 for a right heart catheterization and ramp. The patient had a computer tomography angiography (cta) on (B)(6) 2020. There were no symptoms related directly to thrombus. The patient was bridged with acute thrombus nomogram heparin in the interim until inr> 2.5 the patient's lactate dehydrogenase (ldh) is gradually trending up. Plasma hemoglobin variable, both improved with more aggressive anticoagulation. The pump parameters are stable and improved after hydration. The patient's weight was 148 pound on (B)(6) 2020 and as of (B)(6) 2020 the patient weight was 167 pounds. The patient will have a repeat CT scan for reevaluation of thrombus on (B)(6) 2020.

Manufacturer narrative:
Section b5: corrected event description. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported aortic root thrombus and clinical conditions could not be conclusively established through this evaluation. The account reported that the patient was admitted to the clinic with several clinical conditions. A right heart catheterization (rhc) with a ramp echocardiogram later discovered an aortic root thrombus. The patient¿s lactate dehydrogenase (ldh) was trending up. Anticoagulants were increased and pump speed was altered. Ldh improved with increased anticoagulation. Patient parameters also improved after hydration. The patient was reported to have regained weight after discharge and a computed tomography scan was planned for (B)(6) 2020 for re-evaluation of the thrombus. The patient remains ongoing on hm3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The hm3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including venous thromboembolism and arterial non-central nervous system thromboembolism. This document also lists thromboembolism as a potential risk and adverse event as well as a potential late postimplant complication. Furthermore, the IFU provides the recommended anticoagulation regimen, including the international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a normal right heart catheterization and ramp on (B)(6) 2020 upon discharge. The patient was then seen in the clinic with profound weakness, poor appetite and general malaise as well as a loss of 20 pounds. The patient had a aortic root thrombus upon evaluation. The patient's outflow graft anastomosed to descending aorta. The patient had a planned admission on (B)(6) 2020 for a right heart catheterization and ramp. The patient had a computer tomography angiography (cta) on (B)(6) 2020. There were no symptoms related directly to thrombus. The patient was bridged with acute thrombus nomogram heparin in the interim until inr> 2.5 the patient's lactate dehydrogenase (ldh) is gradually trending up. Plasma hemoglobin variable, both improved with more aggressive anticoagulation. The pump parameters are stable and improved after hydration. The patient's weight was (B)(6) pound on (B)(6) 2020 and as of (B)(6) 2020 the patient weight was (B)(6) pounds. The patient will have a repeat CT scan for reevaluation of thrombus on (B)(6) 2020.